Manufacturer narrative:
Summary of investigation results: the investigation is ongoing. Summary of follow-up/corrective actions taken: the investigation is ongoing. Device returned to manufacturer? No. Device labeled "for single use?" No. Device reprocessed and reused? No.

Event description:
Describe the event: the initial reporter complained of discrepant results for 2 patients tested for elecsys ft3 iii on a cobas e 411 analyzer (rack system). Patient age range: asku. Patient weight range: asku. Patient sex breakdown: asku. Patient race breakdown: asku. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For the one (1) event summarized: 1. Summary of investigation results: the investigation determined that the event was consistent with the customer's incorrect calibration frequency (more than 28 days) and the customer's non-performance of qc before the patient sample run. Product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." "Quality control: controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." The investigation did not identify a product problem. 2. Summary of follow-up/corrective actions taken: the investigation reviewed the data set provided by the customer: the 28-apr-2025 calibration was acceptable. The 01-jun-2025 calibration had results below the expected ranges. The customer did not perform qc before the patient sample was run.